Event description:
It was reported that the ilet user experienced hyperglycemia after pausing and disconnecting the pump for approximately one hour to shower following an announced meal. The user paused the pump for an hour secondary to showering. The device did not resume delivery during this period, which constituted a use-of-device problem related to therapy interruption. Symptoms included hyperglycemia with a highest reported continuous glucose monitor value of 301 mg/dl and a subsequent trend downward to 271 mg/dl. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem found and associated the event with a use-of-device problem consistent with nor resuming ilet after pausing, while no specific device component could be identified beyond an appropriate term not available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.